Manufacturer narrative:
Device evaluation: in quarter 3 of 2018, there were 1 instances of call service alarm issue failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Of the 37 allegations of a malfunction, 24 pumps were returned to animas and investigated. Of the investigated pumps, 9 were found to be malfunctioning due to moisture within the pump and component failures. During investigation for unrelated complaints, there were 4 additional failures found.this report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 37 malfunction events. A review of the events indicated that the one touch ping model pump experienced a call service alarm issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-75 years of age and between 52 and 298 pounds. Of the reported patients, 21 were male and 16 were female.

Manufacturer narrative:
Device evaluation: in quarter 2 of 2018, there were 2 instances of call service alarm issue failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the (B)(4) program.